Event description:
It was reported that during an unknown procedure, the clips fell off to the side of the jaw. No patient consequences reported.

Manufacturer narrative:
(B)(4). Yielded jaws and returned empty additional information: please clarify what is meant by "clips fell off to side of jaw"? The clips did not form when firing the device. The clips fell out of the jaw of the device. What type of procedure was being performed? Laparoscopic sigma resection what vessel or structure was the device fired on at the time of the event? Mesocolon. Was there any torquing or twisting of the device present at the time of firing? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Was there a recent conversion to ees devices in this account or with this surgeon? No. How was procedure completed? New device. Was there any patient consequence? No. Is device being sent back for analysis? Yes. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional; additionally was found empty and locked out. Possible causes for the jaw yield condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.